Manufacturer narrative:
The pump was received with a corroded battery tube and battery cap contact. The pump powered up properly after the battery installation. The pump was received with operating currents within specification and there were no unexpected weak battery alarms noted. The pump was also received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer reported via phone call that the battery exploded inside the device. The acid leaked throughout the device and the damage was located in the battery compartment. Customer's blood glucose was over 600 mg/dl. Customer stated that he has been off the pump for 6 weeks. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.